Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements. The patient experienced chest pain and had passed out. The rv lead remains in use. No further patient complications have been reported as a result of this event.